Event description:
It was reported to nova biomedical that a consumer received a result of 164 mg/dl on their blood glucose meter at 5:35pm. After using the last test strip, the consumer's parent opened a new vial of test strip vial and performed tests on the consumer throughout the rest of the evening, getting results from 512 mg/dl to "hi" (greater than 600 mg/dl). The consumer's parent reported at some point from 7:07pm -12:30am he administered 7 units of insulin to his daughter. At 12:45am, the consumer's pt opened another new vial of test strips, performed back-to-back tests getting results of 54 mg/dl and 65 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use, as instructed in our directions for use. During the call, it was revealed that the consumer improperly stores their test strips. Consumer education took place at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.